Event description:
It was reported that patient underwent a procedure utilizing a suture punch on (B)(6) 2012. During the procedure, the punch cut the suture, and the needle would not come out. There was no injury to the patient or delay to the procedure as a result.

Manufacturer narrative:
The user facility is outside of the united states. No medwatch report was received. Review of device history records show that lot released with no recorded anomaly or deviation. Evaluation of the returned component found the trap door to be slightly bent. Functional evaluation of the device found that it did not cut suture, it passed the suture but would not hold the suture. Based on the age of the device, this would be considered normal wear of the instrument; however, it is not known how many times the device has been used.